Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. However, the sensor was not returned to senseonics by the time this complaint was closed. Review of the in vivo raw data showed optical instability. Based on investigation findings from sensors exhibiting similar instability patterns, the potential root cause appears to be delamination of internal sensor component. This delamination likely contributed to the discrepancies observed between the user's bg and sg measurements. An RMA was authorized for a sensor replacement; however, the user did not respond to multiple contact attempts from customer care. No further resolution was possible. B4. Date of this report 02 nov 2025 g3. Date received by the manufacturer? 02 nov 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4114,4121 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4307.